Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device evaluation: visual analysis of the returned device identified: fold creases, white particles calcification -like in device outer surface, wear abrasion, missing shell and the device was broken shell. A microscopic analysis and leak test were performed which identified: broken striated. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: a striated edge in the side anterior broken due to surgical damage. Missing shell assessed as inconclusive. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown and patient's concern with the product.

Event description:
Healthcare professional reported right side exchange due to patient's concern with the product and capsular contracture, baker grade unknown. Device has been explanted.